Manufacturer narrative:
H6: the reporter advised ventec that the patient circuit and its packaging were disposed of following the event, so at this time section d4 UDI# is currently "unknown" and section h4, device manufacture date, shall be left blank. The patient circuit was not returned to ventec for evaluation. The cause of the reported issue could not be determined. Ventec is actively working to obtain/confirm the patient circuit UDI#. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device was displaying a "patient circuit disconnect" alarm. The reporter advised that they believed there was an issue with the patient circuit (adult, passive, oxygen, blue). After trying multiple circuits unsuccessfully, the patient was then placed on another manufacturer's device for support. There was patient involvement associated with the reported event, however, there were no reports of patient harm as a result of the reported issue. No further details about the patient or the event were provided. Ventec has reached out to the reporter in order to obtain additional information about the patient and the event, but no response has been received.

Manufacturer narrative:
Corrected information for supplemental medwatch report 001 -- section h6, type of investigation, of the initial medwatch report stated: 4114 (device not returned). Section h6, type of investigation, of the initial medwatch report should have stated: 4115 (device discarded). New information for supplemental medwatch report 001 -- h6: after further investigation, ventec has been unable to determine the UDI # for the patient circuit (adult, passive, oxygen, blue) involved in this event. As a result, section d4 unique identifier (UDI) # shall remain "unknown" and section h4, device manufacturer date, shall remain blank.